Event description:
Additional information received indicates that this device was explanted due to normal battery depletion. A health care professional (hcp) indicated that the device's battery depletion may be due to high right ventricular (rv) lead and left ventricular (lv) lead thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Though this device is included in an advisory population, laboratory analysis determined it did not display the advisory behavior.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) indicated that one year of longevity remained. However upon interrogation three months later, the ICD indicated that five months of longevity remained. It is suspected that the device's battery is depleting earlier than expected. The boston scientific field representative confirmed that no programming changes had been made. Boston scientific technical services (ts) was consulted and advised to monitor the device remotely. The ICD remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.